Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while performing an electrophysiology test on a (B)(6) male patient, the electrode pads 'bubbled' and would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were discarded onsite by the customer and are not available for evaluation. Instead, electrodes from retained samples of the same lot number 4618b were evaluated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The retained electrodes were assembled according to specification. The customer received a replacement set of pro padz electrodes. Analysis of reports of this type has not identified an increase in trend.